Event description:
It was reported that during implant, the physician had difficulty inserting the atrial lead into the pulse generator header. Silicone oil was used and the procedure was concluded successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.